Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (450 mg/dl at its highest). The ketone level was high and was considered as being dangerous by a healthcare provider. The cause of the high bg was not known. A correction bolus was delivered via the pump and the ketones were resolved. Due to over-correcting, the bg lowered (50 mg/dl) and carbohydrates were consumed. As the events had occurred in the past, a cause could not be determined.